Event description:
Info was received that reported a pt was hospitalized in 2009, due to diabetic ketoacidosis. The pt had a blood glucose of 475 mg/dl, they administered a pen injection of insulin and brought him to the hospital. The pt was admitted with a diagnosis of dka. He was treated with IV insulin and fluids. The reporter stated there is some physical damage to the device with visible breakage on the device housing, and the device had been alarming. The device will be returned for evaluation, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon visual examination, the pump was found to have been severely damaged. The device was found to have broken material away and numerous cracks. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. On the date of the event, the device did alarm at least 9 times, each time the user acknowledged and silenced the alarm. We were unable to determine when or how the device became damaged.